Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to high blood glucose levels. Customer initially called to report issues with the reservoir. Customer stated that there was no insulin coming out of the reservoir. Customer's blood glucose level at the time of the incident was 311+ mg/dl. Customer's current blood glucose reading was 265 mg/dl. Customer stated significant events leading to her hospital visit included a bad case of nausea. Customer reported that insulin was stored at room temperature before placing it in the pump. Troubleshooting was done and replacement product is being sent.